Event description:
It was reported the pt programmer was working with the ins on the right side but the left side ins was not responding. Troubleshooting was being considered. No pt symptoms were reported. Add'l info has been requested from the health care professional, but was not available on the date of this report.